Event description:
A patient presented in 2003 complaining of a red, painful eye, with foreign body sensation os since last night shortly after inserting their orthokeratology lenses. The patient reported the eye has felt increasingly uncomfortable since swimming in a local water park yesterday and felt a foreign body sensation after inserting their paragon crt lenses the previous night. The patient removed and cleaned the lenses, then continued wear. Biomicroscopy showed 1 + spk od and a small 1-2mm central corneal abrasion os. Lens wear was discontinued and polytrim ophthalmic solution qid ou was prescribed. One drop 1% cyclopentolate os was given in office for discomfort. No cells were noted in the anterior chamber and no corneal infiltrates were seen. The patient was asked to return to the clinic in 24hrs to monitor the area. One day later the patient reported no improvement and much more photophobia. Biomicroscopy showed a 1 mm round ulcer cnetrally os. The patient was treated with ciloxan solution 1 drop every hour, ciloxan ointment qhs os, and 1% cyclopentolate tid os. The patient's contact lenses and case were sent for bacterial culturing. Cultures showed no significant bacterial growth. The patient was monitored daily and slight improvement was noted on day three. The patient's epithelial defect healed completely by day seven and was switched to tobradex ophthalmic solution qid for two weeks to reduce any residual inflammation and minimize scarring. Six weeks after the initial presentation the patient's bcva was 20/20 od and os. The patient was allowed to start wearing their overnight orthokeratology lenses again and has had no further complications.